Event description:
I had lasik performed by dr (B)(6) in (B)(6). After the procedure, I have had difficulty seeing in both eyes which is not correctable with glasses. It seems that some types of contact lenses might help, but my eyes are very sensitive since the lasik and I am having trouble wearing contact lenses. Doctors have suggested that I have corneal ectasia in one or both eyes. The machine was a star visx.